Manufacturer narrative:
The axium coil will not be returned for evaluation as it was not saved by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil was prematurely detached during coiling treatment of a large cerebral aneurysm. It was reported that during the procedure, physician felt difficulties to advance the coil into the aneurysm. When the half portion of coil was implanted to the aneurysm, the physician experienced that the coil could not be advanced nor pulled . The physician tried to reposition the coil but the coil could not be pulled out. The physician pulled the microcatheter and noticed the coil was prematurely detached from the detachment point. The physician retrieved the coil successfully with snare retrieval device. Another device was used to complete the procedure. No patient complications were reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.